Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the pacemaker was moving around in the pocket. The pocket was revised and at that time the device was changed out. The patient is enrolled in the (B)(6)study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.